Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2019-16109. It was reported that the patient presented in clinic. Upon interrogation, the pulse generator was found in backup vvi mode and the device was reset. Upon device check, the right ventricular lead exhibited low impedance and loss of capture. The patient decided, she did not want further intervention. While trying to program, the device went into backup mode again, but was not reset. The patient reported feeling dizzy and falling; it could not be determined if the fall happened prior to the device going into backup or after. The patient was in stable condition.